Manufacturer narrative:
Known risk of the device. The investigation of this incident has not yet been completed and this report will be updated following a finalized investigation.

Event description:
Following focused ultrasound treatment on the left side for right side essential tremor, patient experienced ataxia.

Manufacturer narrative:
Known risk of the device. No new risk has been recognized. No device malfunction detected. Treatment parameters in line with typical range. Hemiparesis,dysmetria, and ataxia are known side effects listed in the information for prescribers. These side effects may be related to edema and heating that evolved into the internal capsule and is a known risk following focused ultrasound treatment.

Event description:
Immediately following treatment with focused ultrasound on the left side for right side essential tremor, patient experienced hemiparesis, severe dysmetria, and ataxia.